Manufacturer narrative:
The technician isolated the issue to a broken rocker arm. He used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the foot end brake is not holding.